Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, endoprosthesis: migration. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a left common iliac artery (lcia) and left internal iliac artery (liia) aneurysms. The procedure began with embolization of the patient¿s left hypogastric artery followed by implant of a trunk-ipsilateral leg component and a contralateral leg component. The ipsilateral leg of the trunk-ipsilateral leg component was positioned in the left external iliac artery. Intraprocedural angiography a proximal type I endoleak due to bird-beaking of the proximal trunk-ipsilateral leg component. The patient tolerated the procedure with no further treatment administered. On an unknown date in (B)(6) 2019 follow up imaging observed that the distal part of the ipsilateral leg of the main body of the trunk had migrated proximally within the lcia aneurysm sac. On (B)(6) 2019, the patient underwent reintervention and an additional contralateral leg component was placed within the left hypogastric artery. The patient tolerated the procedure and the endoleak was resolved.